Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 256 mg/dl. The customer stated that the approximate sizes of the air bubbles are a big block of bubble. The customer stated that she had high readings because she ate 2 cookies. The customer treated with 35 units. The customer stated that she was able to push the bubble out, but when she tried to pull the plunger down to put more insulin into the reservoir, she was not able to. The customer will be sent replacement reservoirs.